Manufacturer narrative:
(B)(4). A batch review will not be performed as the lot number is unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a use error was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
Product surveillance spoke with the care giver (cg) regarding a check heater line alarm. The cg did not notice anything unusual about the supplies. The cg stated that he had switched out the cassette while keeping the same bags on, but the alarm did not clear. The cg then switched out the bag without switching the cassette. The cg stated that by switching the bags, the alarm was cleared. The hp stated that there were no further issues with the therapy. Therapy has been going fine since the event and there was no patient injury or medical intervention reported. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.